Event description:
Reference number (B)(4) event occurred in japan. It was reported that patient faced hair inside the quick set packaged before opening it event on (B)(6) 2026. No further information available.